Manufacturer narrative:
This case with patient identifier cn-430236a is related to case with patient identifier cn-430236b.

Event description:
It was reported the patient received the following results within 15 minutes: 159 mg/dl (system 1) and 89 mg/dl (system 2).